Event description:
The customer wife reported via phone call that they experienced high blood glucose. Blood glucose reading was 417 mg/dl. Customer reported that the sensor was first reading low so they eat without checking blood glucose which cause the blood glucose to go up. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.